Manufacturer narrative:
The customer reported that there was a loss of audio for alarms or qrs tones and a loud constant noise was heard when connected to the telemetry device. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that there was a loss of audio and a loud noise was heard when connecting to the modem.